Event description:
It was reported that the customer received lost sensor alerts on her insulin pump. The patient's blood glucose was at 142 mg/dl. She removed the sensor and stated it was not inserted and was bent completely. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in said condition as the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.